Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation was due to improper technique. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. Following transseptal access, during advancement of the catheter through the sheath the user suspected the device perforated the left atrial appendage. Approximately 20 minutes later, the patient became hypotensive. An echocardiogram and ice confirmed an effusion for which a pericardiocentesis was performed and stabilized after two hours of observation. There were no performance issues with any abbott device. It was indicated the perforation occurred due to improper technique.